Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the red lumen; however, a spraying leak was observed emanating from the split in the extension tubing of the purple lumen during flushing. A microscopic observation revealed the fracture surfaces of the split in the extension tubing of the purple lumen were mostly rough and exhibited cracks/fissures and some beach marks, which are indicative of material fatigue. The tubing material of the purple and red lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebt0757 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility placed a powerpicc in the patient on (B)(6) 2017 and on (B)(6) 2017 it was found to be leaking at the suture wing/extension junction of the red lumen. The powerpicc was removed on (B)(6) 2017. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the red lumen; however, a spraying leak was observed emanating from the split in the extension tubing of the purple lumen during flushing. A microscopic observation revealed the fracture surfaces of the split in the extension tubing of the purple lumen were mostly rough and exhibited cracks/fissures and some beach marks, which are indicative of material fatigue. The tubing material of the purple and red lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebt0757 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility placed a powerpicc in the patient on (B)(6) 2017 and on (B)(6) 2017 it was found to be leaking at the suture wing/extension junction of the red lumen. The powerpicc was removed on (B)(6) 2017. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0757 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility placed a powerpicc in the patient on (B)(6) 2017 and on (B)(6) 2017 it was found to be leaking at the suture wing/extension junction of the red lumen. The powerpicc was removed on (B)(6) 2017. No patient injury reported.